Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead revealed a yellow alert due to a lead safety switch. The lead was tested at 0.7v unipolar with no symptoms of pectoral stimulation. Impedance measurements have been stable for the past year in unipolar configuration. Some noise was observed on the stored electrogram due to the safety switching to unipolar pacing/sensing. A decision was made to leave this lead programmed to pace unipolar and sense bipolar and further monitor this lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.